Manufacturer narrative:
Additional device product code - hwc. (B)(4). Implant procedure was approximately six months prior to (B)(6) 2016. Exact date is unknown. (B)(4). Device history records review was completed for part # 456.306, lot # 7960750. Manufacturing location: (B)(4), manufacturing date: may 05, 2015, expiry date: mar 31, 2024. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm helical blade 105mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent unplanned revision surgery for total hip arthroplasty. Patient had trochanteric fixation nail advanced long procedure approximately six (6) months ago. X-ray taken three (3) months post operatively, revealed no issues. Patient complained about pain on an unknown date post operatively. X-rays taken post operatively on an unknown date revealed that helical blade migrated medially through the femoral head into the acetabulum. During the revision surgery, helical blade, tfna nail and distal locking screw were explanted successfully. There was no delay in surgery and procedure was completed successfully. Concomitant medical products: 1mm/130 deg ti cann troch fixation nail 380mm/left-ster (part# 456.419s, lot#7172059, quantity:1), locking screw (part # unknown, lot # unknown, quantity: 1). This report is for one (1) ti helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturer investigation results are as follows. The returned helical blade had some surface scratches and a deep scratch on the distal end of the device. Neither would create a functional issue with the device and both likely occurred during the implantation and/or explantation procedures. The returned concomitant nail shows signs of explantation (scratches on the proximal end of the nail. There is damage to the nail next to the distal locking hole, the surface is worn off and it appears as though it may have been hit will a drill/screw or other metal object. The conditions during implantation are unknown, therefore the cause of this cannot be determined, though it is possible the surgeon may have been using freehand technique for distal locking. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm helical blade 105mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A visual inspection, dimensional test, complaint history review, drawing review, DHR review and risk assessment review were performed as part of this investigation. Based on the provided diagnostic images and the internal review the complaint condition was confirmed. The 456.306 helical blade is an implant routinely used in the titanium trochanteric fixation nail system (technique guide dsus/trm/1115/0765). The following drawings were reviewed during investigation. Helical blade - 456_301 rev g (current and manufactured). The width of the blade at the locking feature to the opposing side was measured to be 9.73mm which is within specification of 9.73mm +0.0/-0.05 per 451_301 rev g. The diameter of the blade was measured to be 10.96mm which is within the specification of 10.95mm +0.02/-0.03 per 451_301 rev g. The diameter of the blade at the neck (immediately distal to where the helical portion begins) was measured to be 8.40mm which is within specification of 8.35 +0.1/-0.0 per 451_301 rev g. The length of the blade was measured to be 108.76mm which is within the specification of 108.7mm +/- 0.3 per 451_301 rev g. Measured using mitutoyo caliper (ca210p, s/n (B)(4), calibrated 10/4/2016). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.